Event description:
It was reported that cardiosave, intra aortic balloon pump (iabp) had internal blood contamination. There was no patient involved.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.